Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device screen was blank. There were no parts and/or repair made to the device. The device was scrapped.